Manufacturer narrative:
The device was discarded by the pt after the successful removal.

Event description:
It was reported by the pt that the pain pump that had been placed following foot surgery stopped working sometime throughout the night. The pump was removed without incident and the pt continued taking the oral medication that had been prescribed at the time of discharge.